Event description:
It was reported that the patient presented via merlin.net with atrial lead noise resulting in inappropriate auto mode switching. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient presented in clinic for atrial lead revision. The atrial lead was explanted and replaced. Patient condition was stable.